Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms were noted. All of the buttons functioned properly and no button error alarm, moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had minor scratches on the display window. The insulin pump was received without the belt clip and no physical damage was noted to the belt clip slot.

Event description:
Customer reported via phone, the insulin pump had cosmetic damage and it had alarmed low battery. Customer didn't' recall his blood glucose level. Troubleshooting was performed and it was noted the device also had alarmed weak battery and button error. The device was damaged at the top where clips goes. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.